Event description:
I was using the theradome hair growth helmet for a few months and started getting migraines. When I stopped using it in (B)(6) 2026, the migraines stopped. I reported this to the company on their toll-free number (B)(6). I was told to return the helmet and they would issue me a refund. I did return the helmet and they sent me an email that I would receive a refund. The email is dated (B)(6) 2026 and states that the refund would come within one business day. It never happened. Nor did they address the problem of my migraines which I haven't had since I stopped using the helmet.